Event description:
The patient has two leads from the same lot. It was reported the patient has been receiving uncomfortable stimulation in an unintended area since falling. Reprogramming to provide resolution was unsuccessful. As a result, x-rays will be taken for further investigation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.